Event description:
It was reported that the first scale mark on 24 of the bd insulin syringes with the bd ultra-fine¿ needle was "way too lower than it should be".

Manufacturer narrative:
H.6. Investigation summary: customer returned (24) loose 3/10cc syringes. Customer states that the very first scale mark is way too lower than it should be. All returned syringes were tested using the plug gauge and 10 out of 24 samples exhibited the placement of the 5 unit marking to be out of specifications. A review of the device history record was completed for batch # 5341615 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Samples were tested using the direct weight method per test procedure tp700119. Test was conducted for u-100 scale markings at 10 units (0.0933-0.1063g) and 30 units (0.2843-0.3143g). All samples passed the test procedure. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd not was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the first scale mark on 24 of the bd insulin syringes with the bd ultra-fine¿ needle was "way too lower than it should be".